Event description:
Received information that the customer has experienced high bg levels (400 mg/dl) over the past three weeks. The customer decided to remove the pump and go on manual insulin injections until bgs stabilized.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a supplemental report will be submitted.